Event description:
Customer reported mobile system blood glucose results of 4.7 mmol/l and 9.9 mmol/l within 10 minutes. No adverse event was reported. Meter and strips not available for return.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Strips not available for return.